Event description:
Pt reports that with their last 2 infusions they had issues with their freedom pump where it would not push medication. Pt reported they would have to reload the spring and start infusion 8-10 times before the pump would start working. Pt states they were able to complete both infusions, so no doses were missed. Pump serial number currently checked out: (B)(6), expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 8gm. Hizentra 20% pfs indication: selective deficiency of immunoglobulin g [igg] subclasses. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.